Event description:
During repositioning of the zero gravity radiation protection system , the lead apron retention arm slid out from the retaining sleeve causing the system to free fall to the ground.